Event description:
It was reported that the user experienced hyperglycemia and requested assistance with replacing the infusion set; an agent provided step-by-step guidance to change the infusion set, insulin delivery was resumed, and the blood glucose was 199 mg/dl at the end of the call. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user education and troubleshooting with resumption of therapy and advised monitoring. Investigation included user interview and remote troubleshooting focused on infusion set replacement. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with an infusion-set¿related interruption that was resolved after set replacement, though the precise cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.